Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: hwc. D9: complainant part is not expected to be returned for manufacturer . Review/investigation. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.045.068s. Lot:1914p76. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-september-2022. Manufacturing site: jabil grenchen. Expiry date: 01-september-2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif)) surgery for a fracture of the proximal tibial diaphysis. A tibial nail advanced (tna) nail was used for the surgery, and three locking screws were inserted into the proximal bone fragment. The surgery was completed successfully with no surgical delay. Postoperatively, two out of three proximal locking screws came out. The two proximal locking screws were removed independently, on (B)(6) 2024, and (B)(6) 2024. Bone union has not been achieved. Currently, only one proximal locking screw is inserted, but the surgeon will continue to monitor the state until bone union is achieved. Patient was stable. It is unclear which of the three screws are the two that have been removed. This report is for a locking screw for im nail ø 5mm/ 68mm/ xl25/ sterile. This is report 1 of 1 for (B)(4) and captures the revision surgery on (B)(6) 2024.